Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered an alert for code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, surgical intervention was performed to explant and replace the device. No adverse patient effects were reported.